Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported no problems with the device or therapy. The patient stated that implantable neurostimulator (ins) was explanted a year after implant because, ¿they put it in a really bad place in my butt where I sat down. It was always bothering me and they should have put it in my front.¿ the leads remained implanted and the patient was inquiring about MRI. The patient later stated that the ins wires and leads need to be taken out. There was no report of lead explant being planned/scheduled. The patient was inquiring about locating medical records. Indication for use included lumbar radiculopathy.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was explanted approximately 1-2 years prior to report due to it ¿not being comfortable¿. It was noted the leads were left intact in case the patient wanted to be re-implanted.